Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient could feel stimulation down into their toes and makes their toes bend as well as pain down the leg and sometimes they can feel it in their knee. Patient feels the location of the sensation differently depending on what bodily position they are in. Patient decreased stimulation and tried different programs 1-7and is still feeling it on each program and patient wanted to know what could be causing this. Patient thinks this maybe started occurring following their knee surgery, but they have also had issues with their bladder not emptying and peeing a lot for a couple months. The knee surgery was (B)(6) 2023. Agent discussed that the patient may have been experiencing overstimulation from increasing the stimulation too high. Patient indicated that if they decrease it low enough to not feel the pain then they will not get therapeutic effect. Patient also re ported that they do not feel the stimulation all the time but will notice it again when they turn on their programmer. Agent recommended patient turn stimulation down to a comfortable level and follow-up with managing physician to discuss their concerns.